Event description:
It was reported that, shortly after implant, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, greater than 125 ohms on the right ventricular (rv) lead. Technical services (ts) confirmed no noise was observed and recommended to continue to monitor. No adverse patient effects were reported. This device remains in service. Additional information was received that the cause of the rise in impedance measurements has not been determined at this time. It is planned to continue to monitor this patient. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.